Event description:
Constriction of the catheter at port entrance. Ring of rupture. Total food intolerance. Check the access port on discovery of a narrowing at the entrance of the port. Replacement. Follow up findings: leak at or near port tubing connector.